Event description:
Additional information clarified that a ¿lead fracture¿ was suspected. It remained unknown at the time of follow-up when the revision was scheduled or how the patient was doing at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not experience stimulation at the time of report. It was uncertain when the issue had first occurred for the patient. It was noted the patient continued to experience no stimulation when moving his neck in every direction. Impedance testing was performed and found the impedance between electrodes 0 and 2 was found to be ¿4000¿ ohms. It was noted the manufacturer representative involved with the event ¿suspected a disconnection¿ or a ¿lead fracture¿ as a result of the impedance reading. It was unclear which condition specifically was suspected due to a translation issue; additional information has been requested to clarify the situation. The physician and patient decided to replace the patient¿s lead as a result. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# voo8539, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# voo8539, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was additionally reported that the situation when the defect occurred was uncertain. The patient did not experience any stimulation when he moved his neck in every direction, so that was when the resistance value was measured in various body positions. The implantable neurostimulator (ins) was replaced on (B)(6) 2015 and the lead was replaced on (B)(6) 2015. It was noted the device was "recalled." The device was disposed of at the hospital according to the doctor's wishes, so analysis and costumer reports are not necessary.